Manufacturer narrative:
(B)(4). Approximate age of device ¿ 37 days.  Device evaluation a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was admitted on (B)(6) due to drainage from the subcostal incision site. A CT showed fluid and small dots of air located along the inferior margin of the ventricular assist device, approximately 2.7 x 12.9 cm in dimension. The patient was started on vancomycin and zosyn. On (B)(6), the patient was taken to the operating room for left subcostal incision drainage and debridement. The patient was discharged home with home health. No additional information was provided.